Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were expecting certain ECG alarming to occur, but no alarming occurred. If alarms are not provided to alert staff to changes in patient condition, a delay of therapy is possible. No patient harm reported.